Event description:
It was reported that the patient "had syncope post pacer due to high right ventricular thresholds." The lead was attempted to be repositioned; however, the helix would not deploy so a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism, and there was apparent explant damage. The analyst also noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.